Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -11.0/3.5/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6 - iris appears centrally elevated(no damage to the structure of function. B5 - it was additionally noted that post-op the iris appeared elevated.